Event description:
It was reported that the device received error code 132.3000. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of has an 8015 unit giving a 132.3000 error. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue - replace sio board. A review of the device history record showed the device had a manufacture date of 09/05/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received error code 132.3000. There was no patient involvement.